Event description:
It was reported that the patient wanted to make sure using a tanning bed was not going to hurt their device. The device helped the patient in some extent, but it was not helping 100 percent. It was helping the patient 50 percent with their symptoms and they still needed to catheterize a little bit. The patient peed on their own if they were out, but if they were home they would dump and still had to catheterize to an extent. The patient was peeing more on their own, but they were not fully dumping. Since the patient got the implant, they were dumping more like 3 to 4 times a day, and before implant they were only peeing once a day. Since implanted the patient still had urinary pain and they had this before implant. It was the same pain and the patient threw up like they were an ¿enormous pregnant woman.¿ it was still hurting them at the end of the dump, so they had to catheterize. When the patient pe ed they started out with a good flow, but at the end of it, it felt like something was walking down their urethra tube, and the pain felt like a urinary tract infection. The patient saw their manufacturer representative once a month and they were aware that the patient still had urinary pee at the end of their dump 1.5 weeks ago. Last month the patient was on 2.1v and it was not doing what they wanted it to do. The patient saw the manufacturer representative for help to get it where it needed to be. The patient could catheterize 1 whole day 5 times a ago like their health care provider (hcp) told them to do and they could go 4 days without catheterizing and they did really good and it didn¿t hurt. The hcp was trying to tell the patient it was their medicine and they needed to quit all of their medicine because a lot of their medicine was a problem. The patient was on seizure medication and it was hard for them to quit it. The patient confirmed the seizure was prior to implant. The patient also took medication to keep their fingers from twisting and their hands from deforming. Instead of being straight they were turning and the patient also had chronic ar. Prior to implant, the patient had a partial hysterectomy and they cut into their urethra tube. The patient¿s implant was stage 1 and was told there was 1, 2, and 3 and their hcp said something about putting the bigger implant in. The patient was on program 4 at 4.00v and during the trial they were at 6.3v. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0rqwl, implanted: (B)(6) 2015, product type: lead. (B)(4).